Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had over delivery. The customer¿s blood glucose value at time of incident was 63 mg/dl to 80 mg/dl. The customer treated for low blood glucose food and juice. The customer was using the insulin pump when low blood glucose was reported. Customer reported that the insulin pump was on auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. (B)(4).